Manufacturer narrative:
Evaluation completed. One opened bl5223w pack from lot v3764 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole that is in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle did not always reach the cutting edge. The cutter cut intermittently and did not have good clean cuts but rather pulled and left strings. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle condition cannot be determined. Report 2 of 6, see 1920664-2015-00167, 00169, 00170, 00171, 00172.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 6. See 1920664-2015-00167, 00169, 00170, 00171, 00172.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter worked during prep for surgery, but did not work during the operation. Additional information: no date of event was provided. No impact to the patient only extended operation time.